Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was operating in safety mode, which permanently limits device function. The patient is pacing dependent, and experienced noise oversensing, and pacing inhibition causing the patient to feel unwell with periods of asystole. The patient was admitted to the hospital and underwent an emergency crt-p replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. This device was discarded and no longer expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was operating in safety mode, which permanently limits device function. The patient is pacing dependent, and experienced noise oversensing, and pacing inhibition causing the patient to feel unwell with periods of asystole. The patient was admitted to the hospital and underwent an emergency crt-p replacement. This explanted crt-p is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.